Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown stem catalog#: unknown lot#: unknown. Unknown cup catalog#: unknown lot#: unknown. Unknown liner catalog#: unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown stem, unknown multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06923. Product location unknown.

Event description:
It is reported by the patient¿s legal counsel that the patient underwent total hip arthroplasty. Legal counsel further reports that the patient experienced adverse event related to corrosion. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.